Event description:
While placing the distal screws, a small portion of the drill bit tip broke off and was buried in bone. We determined it would cause more harm to remove this than to leave it buried in bone. FDA safety report ID # (B)(4).